Event description:
It was reported that during procedure, the fiber started popping from the fiber port. It was found that the fiber was broken. The procedure was completed using another fiber. There were no patient complications reported.